Event description:
During preparation for a coronary artery bypass graft surgery, the first heartstring seal cracked while loading the seal into the delivery tube. A second seal was used but the seal would not deploy out ot the delivery tube. The surgeon used a third heartstring seal to complete the procedure. No patient complications were reported by the hospital.